Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the homechoice device during an unknown phase of peritoneal dialysis therapy, the home patient was connected. The home patient ended the therapy upon receiving the alarm. The technical service representative explained the alarm and the possible causes of the alarm to the registered nurse. It is unknown the home patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.